Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The patient was hospitalized after experiencing an episode of ventricular tachycardia that was not terminated by the device. External defibrillation was not successful due to high defibrillation threshold and medication was given to terminate the arrhythmia. The device was reprogrammed and the patient is in stable condition. The physician believed the event was not related to device.